Event description:
It was reported by the audiologist, that since approximately 2 weeks the pt hears nothing but a noise with her ci. She was implanted in 2001. The external parts were checked. Testing in situ shows that the device has malfunctioned. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.